Event description:
It was reported that the pt was scheduled for prophylactic generator replacement. Per clinic noted dated (B)(6) 2011, the pt was obstructive sleep apnea. Attempts for further info have been unsuccessful to date.